Manufacturer narrative:
Discarded

Event description:
It was reported that during a vertebroplasty procedure, that the patient's blood pressure dropped due to the physician cutting a nerve. Medical intervention was necessary for a small chest bleed by inserting a coil to prevent further bleeding. The patient was admitted to the ICU. Upon follow up, the initial reporter was not able to provide any further information regarding the reported event.

Manufacturer narrative:
This correction is being filed to update outcomes attributed to the adverse event.

Event description:
It was reported that during a vertebroplasty procedure, that the patient's blood pressure dropped due to the physician cutting a nerve. Medical intervention was necessary for a small chest bleed by inserting a coil to prevent further bleeding. The patient was admitted to the ICU. Upon follow up, the initial reporter was not able to provide any further information regarding the reported event.